Event description:
Additional information was received by the manufacturer representative (rep) and health care professional (hcp) indicating that no surgical intervention had occurred and it was unknown if any surgical intervention had been planned. There was a report that it was hot at the implantable neurostimulator (ins) site, but it was later clarified by the rep that there was heating sensation in their thoracic spine, it was not reported to be heating at the ins site. The patient had an appointment with their managing physician for (B)(6) 2015. No CT scans had been done at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The company representative reported the patient was having a warm feeling at the lead site. When the stimulation was off, it felt warm and when the stimulation was on it felt stronger/hotter. The patient had an injection for his shoulder pain a month before this started. The warm/hot sensation at the lead was considered sudden. The patient via a company representative later reported he felt a warming in his back. It was up in the mid to upper back around the leads were and higher. It got warmer when the stimulation was on but he felt no jolt or strong stimulation. This issue happened a few weeks after a change in activity and an injection/ pain shot he received back in (B)(6) 2015 in his upper back/ neck. Impedances were within normal limits. Sensor was not activated and hadn't been since his implant. The doctor had ordered a CT scan of the neck and back to rule out issues. The representative later indicated the patient had not had his CT scan yet. There was nothing new at that point. The patient then indicated that he wanted it out. The in dication for use was chronic low back pain and spinal pain. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient continued to have the same complaints of the warming at the lead site. They had great coverage with the system but unfortunately the heat increases at the lead site when they turned the stimulation up. All impedances were well within range, the system was intact. The physician was ordering an MRI for the cervical and thoracic spine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.